Event description:
The caller is reporting the tip of the electrode fell off into the pt's joint space. The caller reported the pieces were recovered with no adverse effects to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. The facility is reporting that there was no pt harm, however, the broken fragment was left in the body, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.